Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a failed total knee replacement with a loose tibial tray that had fallen into a varus position. The patient had a painful knee. The loosening occurred at the cement to implant interface with an unknown cement manufacturer. The patient's medical records were also reviewed. There is no new information that would change the MDR reportability.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays received. Review of the supplied investigational inputs confirmed loosening of the tibial component. The investigation could not draw any conclusions about the root cause of the device loosening. Among other conditions, excessive patient weight and metabolic disorders tend to adversely affect joint replacement implants. It is not known to what extent, if any, these may have been a factor in the reported problem. Any total joint arthroplasty has a risk of failure due to an unknown combination of factors that include patient factors, surgical process and surgical technique. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.